Manufacturer narrative:
Visually confirmed approximately ~4 mm of instrument tip has been broken off, consistent with interface during usage. The tip just below the fracture has been twisted. This type of damage is consistent with torsional overload. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with deformity and underwent fusion surgery at t10 level. During surgery, the tip of the driver broke off. The product came in contact with the patient. No fragment of the driver remained in the patient. No patient complications were reported.